Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and replicated both issues. The pneumatic module was replaced to resolve the cutting issue and the illuminator module was replaced to resolve the illumination issue. Unrelated to the reported event, the company service representative recalibrated touchscreen. The system was then tested and met all product specifications. The system was manufactured on may 23, 2012. Based on qa assessment, the product met specifications at the time of release the root cause of the reported event of cutting issue can be attributed to the pneumatics module and that of the illumination issue to the auxiliary illuminator module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The pneumatic module and the illuminator module were received and were evaluated. There were no problems found related to the reported event. The root cause of the reported event can be attributed to an internal-specification/design related issue, as to what specific component caused the issue remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter was not working and the bottom two lights on the system were not working. There was no patient impact. Additional information has been requested.